Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu _unknown_lead, lot# unknown, product type: lead. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient recovered without permanent impairment.

Event description:
It was reported that the patient had problems with high impedances and had to have battery replacements every 2 years instead of every 5 years. It was noted that the batteries never actually went dead. The healthcare professional would check them and tell them that they needed to be replaced.